Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm on an unknown date. It was reported that a CT performed revealed that the implanted endurant stent graft had a proximal type I endoleak. The physician elected to implant another manufacturer's aortic cuff and aptus endoanchors. The proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.